Event description:
User reports wire to cap piercer was cut by a reagent probe crash. No adverse events reported. Field service rep determined the cap piercer wire and become hung up and broke. He repaired the wire and tie wrapped the wire.